Manufacturer narrative:
Device evaluation by manufacturer: the returned product consisted of an eluvia self-expanding stent system and an .014 guidewire stuck in the sheath. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that there was buckling along the whole sheath and showed a partially deployed stent. Visual examination also showed the handle rack was cracked likely caused by tension from advancing the thumbwheel. The guidewire was attempted to be removed with no success. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed the stent was partially deployed and the guidewire was stuck, the handle rack was also cracked.

Event description:
Reportable based on device analysis completed on 09aug2024. It was reported that the stent failed to deploy and became stuck on the guidewire. The target lesion was located in a long segment of a moderately calcified superficial femoral artery. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for a peripheral artery stenting procedure. The lesion was crossed with a .014 non-boston scientific (bsc) guidwire, then balloon angioplasty was used to pre-dilate the vessel. The eluvia stent was introduced and advanced across the lesion over the .014 wire. It was then attempted to deploy the stent, but when turning the thumb wheel, the outer catheter failed to retract, thus no stent deployment. When it was attempted to remove the entire device, it was stuck on the guidewire. The stent catheter and wire were removed together. The procedure was successfully completed with an innova stent. However, device analysis revealed partial deployment of the stent.